Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference 3005334138-2017-00001. During an atrial fibrillation ablation procedure, a cardiac perforation occurred. Transseptal puncture was performed with a brk-1 xs transseptal needle and a swartz transseptal introducer. An inquiry steerable diagnostic catheter was advanced to the coronary sinus, and a viewflex ice catheter was advanced to the right atrium. Following transseptal puncture, the patient became hypertensive. A transesophageal echocardiogram as well as fluoroscopy revealed a cardiac perforation. The patient was stabilized after surgery was performed to repair the hole in the aortic wall and for aortic valve replacement since the introducer and needle cannulated through an aortic leaflet. There were no performance issues with any sjm devices.